Manufacturer narrative:
Upon further review, there was no allegation of a tear in the toga. A separation between the two layers in the toga material would not result in a breach in sterile barrier protection between the user and patient. Therefore, this event is not considered to be reportable per 21 cfr 803.3.

Event description:
It was reported that during a surgical procedure at the user facility, the front material of the toga is separating from the inside material. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the front material of the toga is separating from the inside material. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.